Event description:
Around 4:25pm est, the robot experienced a communication error during marker registration. An rms of 0.72mm was acquired during marker registration, but the surgeon wanted to re-do the registration to try and get a smaller rms value. When the field service engineer selected the option to re-do the registration, an audible click noise was heard, and the communication error message appeared on the screen.the robot was restarted, which caused less than a 5 minute delay. The patient was under anesthesia and no incisions were made.

Manufacturer narrative:
It was reported that a communication failure occurred during registration. A DHR review and a complaint history review were performed and did identify 1 similar complaint with the same root cause within the past 12 months on this device. Technical investigation concluded that the cause of the error is a known design defect.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  UDI # :(B)(4).

Event description:
Around 4:25pm est, the robot experienced a communication error during marker registration. An rms of 0.72mm was acquired during marker registration, but the surgeon wanted to re-do the registration to try and get a smaller rms value. When the field service engineer selected the option to re-do the registration, an audible click noise was heard, and the communication error message appeared on the screen. The robot was restarted, which caused less than a 5 minute delay. The patient was under anesthesia and no incisions were made.